Manufacturer narrative:
(B)(4)

Event description:
It was reported device interrogation revealed multiple mode switching and noise reversion episodes. Atrial lead noise was noted from the electrogram. Arm movements could recreate the lead noise. The patient was asymptomatic. It was suspected that there is an atrial lead integrity issue. No action has been taken to resolve the atrial lead noise. The patient will continue to be monitored. The patient condition remains stable.